Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have low blood glucose in the afternoon and high blood glucose in the morning. Customer reported that at eight at night, his blood glucose was 49 mg/dl and in the morning, blood glucose was 469 mg/dl. Troubleshooting was performed to determine reason for high blood glucose. During troubleshooting, customer reported that insulin pump was exposed to MRI. Insulin pump passed displacement test.